Event description:
It was reported that a mirafilter administration set tubing disconnected from the drip chamber. This occurred during infusion of paclitaxel. After the disconnection, the drug solution dripped on the patient. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that after the chemotherapy agent came in contact with the operator the affected area was rinsed with a decontamination washing of amuchina (sodium ipochloride). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection, the tubing was observed to be disconnected from the millipore filter. The reported problem was verified. The cause of the problem was due to a manufacturing issue. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.